Event description:
It was reported by service report that the power cord had been cut, resulting in exposed wires. It is unk if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that pts intentionally damage various device components with unrestrained appendages. Additionally, pts are regularly restrained in manners that conflict with the device's instructions for use.